Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: the surgeon stated that during the last two lar procedures using the device, the device failed causing leaks and he had to suture to correct them. The procedure was completed and the patient is in good condition. The leak was detected by pouring water into the cavity and insufflating the colon. The operating time had to be extended as a result of the incident. No blood loss in excess of 250cc was reported.

Manufacturer narrative:
(B)(4).